Manufacturer narrative:
Included that it was caused due to a leakage occurred in the ccd module. In addition, we confirmed that the operation channel ,the air/water nozzle ,the angle wire ,the segment steel braid ,bending rubber ,light guide fiber bundle (lcb) ,body cover grip ,ccd driver pcb ,electrical connector assy a-p0023 and lg cable connector assy; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).